Manufacturer narrative:
Due to character restrictions in block e1 full event site name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during use of a cs300 intra aortic balloon pump (iabp) frequent "leak in iab circuit" messages occurred. It was believed that water droplets found inside the extension tube obstructed the flow of helium gas, causing an abnormality in the pressure wave pattern within the circuit, triggering the alarm. There was no patient harm or injury reported.

Event description:
It was reported that during clinical use the cs300 intra aortic balloon pump (iabp) had frequent "leak in iab circuit" messages. There was patient involvement however, no adverse event reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h3, d9, b5, h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse inspected the device, the safety disk leak test passed (0, 0, -1), and the k6, k6a, k7, and k8 leak test also passed (0, -2, -2). The running test (test balloon) operated normally for 30 minutes, with no abnormalities detected on the device itself. It was believed that water droplets inside the extension tube had obstructed the flow of helium gas, causing an irregular pressure wave pattern within the circuit and triggering the alarm. The fse recommended removing water droplets whenever they accumulate in large quantities.